Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. During advancement on the guide wire while still outside the patient, the tip of the 3.0 x 28 mm xience sierra stent delivery system (sds) separated. The device was likely simply removed from the guide wire. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another unspecified drug eluting stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a conclusive cause for the reported material separation could not be determined; however, potential causes for a material separation include, but are not limited to, inadvertent mishandling during unpackaging, during preparation or use of the device, interaction with the anatomy and/or accessory devices. In this case, it is possible the guide wire may have had an accumulation of blood and/or contrast on it during advancement of the device, contributing to the observed material deformation and split, cut or torn material (tip), ultimately causing the reported material separation (tip). Further manipulation of the device and interaction with the guide wire during retraction may have contributed to the observed stretched tip; however, based on the information received, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Subsequent, to the previous report filed the xience sierra stent delivery system was noted to be removed from the guide wire. No additional information was provided.